Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer's trainer reported that the customer was new to the pump and was training at the doctor's office on (B)(6) 2024. Customer gave a bolus before customer left the office. Temporary basal was set for 12 hours since customer had taken lantus the previous afternoon/night. Sensor was started. Customer went home and blood glucose was 219mg/dl and customer was practicing on the pump and might have given herself too much insulin. Customer went into reservoir & set menu and instead of exiting she proceeded to rewind the pump and then apparently primed with the remainder of the reservoir (customer's reservoir was empty when customer's daughter removed it). Customer called the trainer and the trainer told to call 911. Pump was used at the time of the low. Sensor had been started. Smartguard was likely not used yet. Helpline was not able to reach customer for troubleshooting. Customer will likely continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, with no allegation of device deficiency. The customer reported hypoglycemia treated with ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-243a, mmt-1884. As per troubleshooting customer accidentally gave themself an entire reservoir of insulin. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-243a. No product return is required for mmt-1884.